Event description:
It was reported that a user required guidance to factory reset the pump due to maladaptation of meal dosing associated with under-announced meals, and support attempted to contact the user to walk through the reset. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user, interviews, and analysis of information provided by the user or third parties. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.